Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (greater than 3000 ohms). Isometrics were performed and minor noise was produced. There was no shocking capture. Boston scientific technical services (ts) discussed evaluating further. No adverse patient effects were reported. The system remains in service.